Event description:
It was reported that due to the device not working properly the patient had his inflatable penile prosthesis (ipp) cylinders and pump explanted. The reservoir remains implanted. It was noted that this patient was seen by his physician two weeks before this surgery. While testing his device, the pump was pressed and the pump remained dimpled, both the physician and nurses followed the device instructions, but still the device would not work. It was added that the device passed all tests upon implant. The device issues are now resolved and the patient has a different device implanted. The patient condition is stable following this surgery.

Manufacturer narrative:
Visual inspection and functional testing of the ms pump confirmed the reports of a pump malfunction. The pump failed the activation functional test. Product analysis concluded a pump malfunction as the most probable cause of the event, as issues activating the pump could lead to the reported events. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified a pump malfunction. Ncep-00115506 was opened to investigate activation issues encountered during the first two months following an ams 700 implant. Ncep-00115506 has been escalated to CAPA-00005913. Based on the results of this investigation, this event is within the scope of CAPA-00005913.this conclusion is supported by the following objective evidence: product analysis summary an allegation of a pump malfunction was reported. The ams700 ms pump was visually inspected and functionally tested. The pump was functionally tested and failed the activation test, thus requiring more than 8lbs. Of force to activate. Product analysis confirmed a device malfunction with the pump. DHR review/similar complaint review review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process. Risk review the ams 700 hazard analysis indicates that the as reported events this complaint do not represent a new hazardous situation.

Event description:
It was reported that due to the device not working properly the patient had his inflatable penile prosthesis (ipp) cylinders and pump explanted. The reservoir remains implanted. It was noted that this patient was seen by his physician two weeks before this surgery. While testing his device, the pump was pressed and the pump remained dimpled, both the physician and nurses followed the device instructions, but still the device would not work. It was added that the device passed all tests upon implant. The device issues are now resolved and the patient has a different device implanted. The patient condition is stable following this surgery.